Event description:
Covid-19 vaccine treatment under emergency use authorization(eua): vanish point needle retracted pre-maturely prior to administration of the vaccine thus causing syringe contents to leak onto the patients' arm. FDA safety report ID# (B)(4).